Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form the healthcare provider reported that the patient's retention started on (B)(6) 2016. Diagnostics performed included a urinary tract infection. The patient was admitted to the hospital. Antibiotics were given and a foley placed. They were discharged on (B)(6) 2016. It was noted that the retention was resolved and the patient' s care taker stated that the patient's uti was gone and their voiding with difficulty.

Event description:
A healthcare professional (hcp) reported the patient was admitted to the hospital with acute kidney injury, the hcp noted they took 980 cc of urine from the patient via catheterizing. The hcp stated a foley has been placed. The patient does not have a urinary tract infection and the patient does not have a history of kidney problems, the hcp noted the patient had normal kidney function prior to this recent event. The family noted that the patient wasn't urinating as much over the past several days. The hcp noted the patient had retention. The hcp is unsure if the patient had made any programming changes or has had any reprogramming done recently. The patient had their stimulation on that the time. There were no traumas or falls related to the issue. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.